Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (lesion exhibited severe calcification, excessive tortuosity and 80% stenosis). Inherent risk of procedure (dissection). Conclusions: device failure/lack of effectiveness related to patient condition (lesion exhibited severe calcification, excessive tortuosity and 80% stenosis). Known inherent risk of procedure (dissection).

Event description:
An attempt was made to implant a 4.0 x 18 mm driver rx coronary stent system to treat a lesion in the lcx. The target lesion exhibited 80% stenosis, excessive tortuosity and severe calcification. Pre-dilation activities were performed. A stent (brand unknown) was successfully deployed in the ostium of the second left peripheral branch. An attempt was then made to deliver the driver stent into the medium portion of the circumflex artery. Difficulties were encountered advancing the device due to the excessive grade of vessel calcification and tortuosity. After several attempts to advance the device it was observed that the stent was damaged. It was reported that a coronary artery dissection occurred during the procedure. Further pre-dilations were performed and another stent (brand unknown) was successfully deployed. No other clinical sequelae were reported.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was severely deformed, damaged and slightly flared. The proximal pillow was bunched however the balloon folds remained intact. The stent was positioned between the two inner markers as per specification. Crimp impressions were visible under the raised damaged strut. Struts on the first and second distal segment were raised, stretched and pulled distally; struts on the seventh and eighth proximal segments were slightly misaligned with struts on the eighth segment slightly raised.